Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The pump was not accessible due to the cystic hematoma enveloping the pouch they hardened not allowing the patient to pump. The pump and cylinders were explanted and explanted. There were no patient complications reported.